Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatments appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Event description:
It was reported that the graftmaster was unable to advance to the perforation in the distal saphenous vein graft to diagonal due to an existing stent. The graftmaster stent was not implanted and the patient was sent to the operating room. The perforation was surgically repaired. The patient was stable after the operation and was sent to recovery. There was a clinically significant delay in the procedure. No additional information was provided.